Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they received a false positive results on bd-sars-cov-2 assay. Field service adjusted the pressure setting of the tray and renormalized both reader. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. The complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a false positive result. There was no indication of confirmatory, and erroneous results were not reported to clinicians. There was also no report of adverse patient impact. The following information was provided by the initial reporter, translated from french to english: "false positives on bd max sars-cov-2" were patient samples involved? No; were erroneous results reported to the clinician? No; were patients treated based on erroneous results? No; if yes, was there any negative impact to the patient? Any impact.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a (B)(6) result. There was no indication of confirmatory, and erroneous results were not reported to clinicians. There was also no report of adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6) on bd max sars-cov-2" were patient samples involved? No were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? Any impact.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.